Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: full loss of light probable root cause: light cable. Optics. Leds. Main board. Jaw assembly. Bent esst contact. Inconsistent esst contact. Cable pull out. Camera head. Firewire cable. Software. Front board. Power supply. Thermal switch. Ac inlet board. Ac inlet filter. Touch screen. Workmanship. Inadequate air flow. Inadequate calibration. Excessive lint buildup inside the unit. Use errors. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that there was loss of light.